Event description:
It was reported that when the device was used during an laparoscopic assisted vaginal hysterectomy procedure, the device fired successfully three times. On the fourth fire, the articulation knob broke. The surgeon stated: that "the device may have been damaged as a result of articulating without being all the way into the trocar." It is unknown how the case was completed. There was no consequence to pt.